Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient receiving an unknown dose and concentration of an unknown drug via an implantable pump for spinal pain. It was reported the patient¿s pump was in simple continuous mode but the last time the pump was read, the infusion mode was minimum rate mode. The rep stated the patient reported they had not seen anyone else in between programming sessions. The rep stated the healthcare provider had not mentioned any resets or safe states had occurred. It was indicated the hcp said they had not seen any attention dialog box with any warning. The rep stated that the pump was reprogrammed to simple continuous and the patient was sent home. It was reported the issue occurred suddenly on (B)(6) 2018. No symptoms were reported. Additional information was received from the consumer 2018-sep-12. The patient reported they felt their pump was defective. The patient also said they felt their pump was defective because their personal therapy manager (ptm) was not working correctly. No further complications were reported or anticipated.